Event description:
It was reported that the patient's current condition is fine. Additionally, it was reported that the customer had no problem with the generator itself.

Manufacturer narrative:
This report is being supplemented to provide correction to the initial with information inadvertently left out (b5).

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a exploratory coelioscopy (during laparoscopy), the thunderbeat tissue pad/grasping part, detached from the jaw and fell into the patient's abdomen. The generator then failed, and the tissue pad was recovered with the aid of "coeliac clamp". As such, the procedure was delayed by 5 minutes requiring additional sedation. The procedure was completed with another similar device. No other intervention was required. No reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to fields (d4, d9, h3, and h4). The device was evaluated by olympus, and it was confirmed that the tissue pad in the grasping section was off the subject device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to the following mechanism: 1. Grasping section was closed without grasping anything while the output in seal & cut mode was activated (this includes after tissue resection), the tissue pad was intensively worn and fell off into the body. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark was developed and it was causing an error. However, a specific root cause of the reported event could not be identified. The event can be prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." Olympus will continue to monitor field performance for this device.